Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Event description:
During a procedure with a diamondback coronary orbital atherectomy device (oad), a dissection occurred. The target lesion had been located in the mid-left anterior descending coronary artery (lad). After orbital atherectomy was performed, a stent was placed at the lesion site. It was reported a small dissection was observed at the edge of the stent after deployment, and the dissection was possibly related to the orbital atherectomy performed. The dissection was treated with another stent at the proximal lad, and the dissection was reported to have been resolved.